Event description:
The patient's mother contacted animas on (B)(6) 2011 to report elevated blood glucose (bg) readings for several days. The patient's mother reported elevated bg readings above 450 mg/dl starting on (B)(6) 2011 with symptoms of excessive thirst and frequent urination. The reporter claimed the patient tested above 600 mg/dl on the evening of (B)(6) 2011. The reporter claimed the patient would bolus via the pump for the high bg's; however, his bgs would not respond. At the time of the call, the patient's mother stated the patient was taken off the pump and placed on injections. At the time of troubleshooting, the patient's mother confirmed all pump settings, including the date and time were correct. The reporter denied any site issues and confirmed there were no visible air bubbles in the cartridge or tubing. In addition, the patient's mother denied leakage of insulin. The reporter confirmed that the insulin the patient was using was within its expiration date an appeared in good condition. Review of bolus/basal history confirmed that settings were correct. Animas customer support noted that the total daily delivery matched up with bolus/basal history for (B)(6) 2011. Animas customer support noted there was no mechanical problem found with the pump at the time of troubleshooting. Although, there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump involved with this complaint has been returned and evaluated by animas product analysis on 0504/2011 with the following findings: evaluation revealed that the keypad was peeling below the "ok" keypad button. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Review of bolus history confirmed that all programmed boluses were delivered on (B)(6) 2011. Review of total daily dose (tdd) history from (B)(4) 2010 to end of pump use on (B)(4) 2011, revealed that daily insulin delivery totals correctly reflected the users programmed basal rates. There were no alarms or pump conditions indicating a malfunction. Evaluation also revealed that the pump accurately delivered 2.00 units/hr for a 29-hr period.